Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/19/2014 with the following findings: there were no call service 70 alarms in the pump history. The pump powered on and was exercised for 24 hours without call service alarms occurring. Unrelated to the complaint, the pump case was observed to be cracked at the corner of the display screen and moisture was observed behind the display lens. A pump leak test confirmed that the pump was leaking from the crack in the casing. The pump was opened and moisture was observed inside the pump compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm occurring several times in one month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.